Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings: a review of the black box showed evidence of multiple call service 128 replace battery alarms followed by power on reset events to clear the alarms. The pump powered on with the returned battery cap to the verify screen. The pump powered up to a the verify screen the pump immediately alarmed with a 128 replace battery alarm. The battery cap was able to fully tighten. The battery cap measured within specifications. The battery compartment was intact. No evidence of contamination was found inside the battery compartment. The pump case was removed to find no evidence of moisture or loose components inside the pump. The investigation showed the pump drawing excessive current. An internal components was causing high current draws. The component was replaced and the pump powered per normal operation. A replace battery alarm was emitted when confirming the verify screen, due to a single component failure.